Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited intermittent shock lead impedance measurements greater than 125 ohms.